Event description:
A physician reported that following an microstent implant procedure, patients little bit of iris seems to be up near the outlet of the device. Before microstent implant procedure ,the patients baseline intraocular pressure (iop) was 10 mmhg with four unspecified drops. The physician had the patient stop taking three out of the four glaucoma drops after surgery. At six weeks postop iop was 32mmhg with single eye drops. And patient was put back on all four medications and iop is 20 mmhg. Additional information has been requested.

Manufacturer narrative:
The sample was not returned by the customer for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. A physician reported that at six weeks postop iop was 32 and patient was put back on all four meds which was reduced upon the successful company stent implantation. As approved by the FDA and stated in the IFU, "the company microstent has not been established as an alternative to the primary treatment of glaucoma with medications. The company microstent presumably remains implanted and is not available for evaluation; therefore, the root cause of reported company malposition and elevated iop is unknown. The manufacturer internal reference number is: (B)(4).